Manufacturer narrative:
Updated: d8, d9, h3, h4, h6, h11 this report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: mar 29, 2024. Sampling from: all channels. Cfu: 4 cfu. Bacterial identification: champignons filamenteux (amount: unknown), bacillaceae (amount: unknown) olympus re-tested the device and provided the following result of the second culture test performed at the third-party labs: sampling date: apr 10, 2024. Sampling from: all channels. Cfu: 2 cfu. Bacterial identification: bacillaceae (amount: unknown). Upon review of the user provided facility cleaning disinfection and sterilization practices (cds), it was confirmed that there were no obvious deviations from the reprocessing procedures in the instruction manual. The device was evaluated and no abnormalities were found that could have led to positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus performed a second culture test after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The event may be prevented by following the instructions for use below: bf-uc190f reprocessing manual. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the bronchofibervideoscope tested positive for five (5) colony forming units (cfu¿s) of micrococcus sp, rothia mucilaginosa. The scope was retested and found one (1) cfu¿s of filamentous fungus in the working channel. A final test was performed and seven (7) cfu¿s of micrococcussp. And staphylococcus capitis in the operating channel, five (5) cfu's of filamentous fungi in the operating channel, one (1) cfu of filamentous fungus in the balloon channel and one (1) cfu of micrococcus sp in the balloon channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.